Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device the visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, after the firing for the duodenum resection was completed, the surgeon tried to return the jaws to the straight position, but the powered stapling device did not react. The nurse tried to troubleshoot the problem but the handle still did not react. The surgeon removed the device with the trocar from the cavity and inserted the handle into the charger. The charge was not finished and the display showed the handle procedure remaining was "0" so they stopped using the device and completed with another one. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.